Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: external insulation abrasion was found at 43.5-44.3cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to external insulation abrasion were found at 38.0-40.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.